Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various troubleshooting steps, but the pump did not respond. As a resolution, technical support arranged for a replacement pump to be sent to the caller, who was advised to use multiple daily injections as a backup therapy and instructed on the procedures for returning the problematic pump to tandem.